Manufacturer narrative:
H6: investigation summary a failure of result fluctuations was reported on a viper lt instrument (p/n 442839, s/n (B)(6)). The customer reported fluctuations in the testing results. A bd field service engineer was dispatched and took environmental swabs to test for contamination. The device was cleaned and retested until no contamination was found. The test results showed improvement and the instrument was returned to the customer in working order. This was not a reported failure of the instrument, but rather the lab environment. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for (B)(6) was reviewed and revealed no previous complaints related to results failures. The root cause was attributed to customer contamination. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h10.

Event description:
It was reported that the bd viper¿ lt system gave false positive results. Unspecified confirmatory testing was performed. There was no patient impact. The following information was provided by the initial reporter: the viper lt currently has inexplicable fluctuations in the results of the chlamydia and gonococcal tests. Sometimes very low values in the positive controls, and at the moment partially 7 patients positive, where in the past mostly only 1 or 2 patients were positive in a full run. The machine has already been thoroughly cleaned and environmental compromises have also been made. Everything was in order. 4 positive patients in 1 run had positive results. After repetition (which is generally done in this laboratory for positive patients) only 1 patient was positive! The other 3 patients were negative for chlamydia. However, one was now positive for gonococci!! It is definitely not a technical or reagent problem. We were able to conclude this from the on-site findings and the extended testing of the reagents.

Event description:
It was reported that the bd viper¿ lt system gave false (B)(6) results. Unspecified confirmatory testing was performed. There was no patient impact. The following information was provided by the initial reporter: the viper lt currently has inexplicable fluctuations in the results of the (B)(6) tests. Sometimes very low values in the positive controls, and at the moment partially 7 patients (B)(6), where in the past mostly only 1 or 2 patients were (B)(6) in a full run. The machine has already been thoroughly cleaned and environmental compromises have also been made. Everything was in order. 4 (B)(6) patients in 1 run had (B)(6) results. After repetition (which is generally done in this laboratory for positive patients) only 1 patient was (B)(6), the other 3 patients were (B)(6) for (B)(6). However, one was now (B)(6) for (B)(6). It is definitely not a technical or reagent problem. We were able to conclude this from the on-site findings and the extended testing of the reagents.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.